Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on 4-3-2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed due to transmitter, discharged battery. Voltage test was performed and failed due to transmitter, discharged battery. A review of the share logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause was determined to be the probable cause could not be determined.. The reported event of loss of connection is reportable based on transmitter, discharged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).